Event description:
It was reported that a physician in an online survey stated that urinary drainage was not achieved from use of this product because of wrong position in the patient in relation to the aquafil ptfe-coated foley catheter (contains pre-filled syringe).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to wrong product size selected, control panel circuiting problem, speed controller faulty, amplifier card faulty, drying parameters wrongly set, or incorrect material supplied. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.